Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 03/30/2017, that on (B)(6) 2017, of a detached sensor wire that was retained in the patient's skin. The sensor was inserted at the abdomen on (B)(6) 2017. Patient reported inserting then starting the sensor. The receiver indicated that the sensor failed after the 2 hour warm-up period. Patient tried several times to start the sensor, but was not successful. The sensor pod was removed on (B)(6) 2017 and the sensor wire could not be seen. Patient experienced an abdomen ache after removing the sensor. Patient went to hospital and had an x-ray was performed on (B)(6) 2017, which confirmed the sensor wire was in abdomen. Patient reported that the physician will attempt to remove the sensor wire. No specific date for this procedure was given. No additional event or patient information is available. Product was not provided for investigation. However, photographs were provided which confirmed the alleged malfunction. The root cause could not be determined.